Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer called into philips to report the heartstart mrx test has a "pad failure" message displayed. There was no reported patient involvement/adverse patient impact.